Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This complaint was received as follows: "suction tubing is falling off the suction device used to clear infant's lungs. Nurse says this is not a tight fit and get loser over the course of the shift. These suction tubes are changed at the end of every shift which is around every 8 hours. On this occasion, the nurse added 2.5 mls of saline to the infant's lungs to assist in clearing congestion. While suction tube was being used to clear the lungs, it fell off the suction device falling onto the floor. By the time the nurse had changed to a new sanction tube, she was unable to draw the 2.5 ml of saline from the baby's lungs, compromising the pt. "Desaturation" of the lungs required as suction tubing fell off the suction device. Pt is fine after this treatment and no further issues have been recorded". More info has been received in this case.